Event description:
It was reported by the customer, the doctor was performing a breast biopsy and managed to receive one full sample when the samples started to be small and choppy. The customer increased the vacuum in the software, reseated the connections and flushed the tubing with fluid to assist in retrieving a larger sample. The doctor continued to take samples and decided to stop with the samples attained. No consequence to the pt. No device to be returned at this time.

Manufacturer narrative:
H3. Evaluation summary - the analysis site coud not confirm that the control module was returned with performance issues, as the complaint described could not be duplicated. The control module was cleaned, disassembled, serviced, and reassembled per design specifications. Complaint info is trended on a regular basis to determine if further investigation is warranted.